Event description:
The lead was faulty causing the pt to fall resulting in a collapsed and fractured vertebra. The pt underwent surgery in 2007, to modify the lead. The surgery resulted in bleeding in the brain, hemiparesis, expressive aphasia, balance and coordination difficulties, pain, emotional issues, bowel/bladder issues, cognitive deficits, confinement to a wheelchair, and loss of independence. Further info is being requested from the hcp.

Manufacturer narrative:
Bowel/bladder issues, balance and coordination difficulties.